Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited progressively increased pacing threshold measurements and increased impedance measurements of up to 1400 ohms. A surgical revision was performed. The lead was tested via the pacing system analyzer (psa) and the issue was felt to be related to the lead only, as the lead had an abnormal/acute bend near the tip. It was noted that it could have been fractured; however, fluoroscopy imaging was poor and therefore could not confirm a fracture. Upon completion of a venogram, the patient had a subtotal occlusion of the left subclavian vein. Therefore, new venous access was required for a new atrial lead placement. The physician elected to replace the device system on the opposite side for the patient. This lead was surgically abandoned. No additional adverse patient effects were reported.